Manufacturer narrative:
The lead is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn at the moment. The case is therefore closed. If additional information should arrive at a later point of time, the case will be reopened, and the investigation will continue.

Event description:
Ous MDR - it was reported that an insulation defect was suspected about 27 months after the implant. Biotronik has no information in regards to a revision. No adverse patient events were reported.